Event description:
It was reported that the right ventricular (rv) lead was explanted due to high thresholds, low impedance and sensing issues. When the physician went into the pocket, the rv lead looked suspicious. As a result, the physician decided to explant both leads and new leads were successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high thresholds, low impedance and sensing issues. When the physician went into the pocket, the rv lead looked suspicious. As a result, the physician decided to explant both leads and new leads were successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Visual inspection revealed torn polyurethane insulation at the distal end of the terminal boot. Environmental stress cracking (esc) was observed in several places on the lead surface. The setscrew marks were in correct location on the terminal pin. The helix was retracted, and dried body fluid and tissue were noted in the helix housing. There were melt and burn marks in outer insulation from the terminal end likely due to explant electro cautery damage. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The hipot test passed indicating no electrical shorts between conductors. The stylet insertion test passed without issue - indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.